Event description:
Doctor reported locator fracture inside of the implant at tooth site 15. Implant had to be removed due to fracture.

Event description:
Doctor reported locator fracture inside of the implant at tooth site 15. Implant had to be removed due to fracture.